Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualisation of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged visualisation of particles. There was no report of serious or permanant patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found slight dust-like and fibrous contamination on the iso port, a fine white dust like contamination on the blower outlet seal, slight unknown white particulate and fibrous contamination at the air inlet, a red colored indeterminant sting like particulate in the bottom enclosure near the power jack. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of slight fibrous contamination on/in the tubing connector, several small unknown particulates in the bottom enclosure of the humidifier, slight fibrous and dust-like contamination on the drybox. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of slight dust like and fibrous contamination in the airpath of the tubing connector and iso port. Section b7, d9, g3, h6 has been updated / corrected.